Manufacturer narrative:
Concomitant medical products: a3sr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that some atrial undersensing was noted on ventricular tachycardia-non sustained episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.